Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic oversensing of myopotential and undersensing of variable r-waves were noted on non-sustained oversensing episodes. Oversensing was reproduced when the patient took deep breaths. Programming changes were made. Patient is fine.